Event description:
It was reported that a large volume folfusor underinfused medication to the patient. After the expected therapy time of 24 hours, it was observed that medication remained in the device and had not been delivered to the patient. This was observed during patient infusion. The device was filled with piperacillin/tazobactam 18g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from june 17, 2022 - june 21, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested an underinfusion may have occurred. However, due to the nature of the returned sample, no further testing could be performed. Therefore, the cause of the condition could be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation containing 182 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.